Manufacturer narrative:
A keyboard was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found dome slippage of some of the metal domes underneath the keyboard membrane in the printed circuit board (pcb). The returned component was installed into a test ventilator for analysis; an error code was found in the diagnostic logs, functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to a dome key slippage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported the 840 ventilator became inoperable while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.